Event description:
Olympus medical systems corp (omsc) was informed that during a gastroscopic procedure the user successfully ligated an angiodysplasia site with the clip of the subject device; however could not release the clip from the subject device. The clip was reportedly came off from the distal end of the coil sheath after repeated tractions. It was reported that the procedure was completed with the referenced device, and there was no pt injury.

Manufacturer narrative:
The subject device has not been returned to omsc for eval. If a reportable result is found after the eval, omsc will submit the result as supplemental report omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. The (B)(4) instruction manual already states; "if the clip cannot be removed from the distal end of the coil sheath, push the slider forward, confirm that the slider is pulled when the clip is removed." This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplement report is being submitted to correct model # to hx-201ur-135l and to provide the device evaluation report. The investigation confirmed that a part (j-hook) which held a clip could not be projected out from the sheath with the subject device inserted into endoscope. The coil sheath was bent at the base near the handle. In addition, the tube joint moved approximately 40mm from the normal position to the proximal end. There were no abnormalities regarding outer diameter of the coil sheath and inner diameter of the tube joint. J-hook was deformed by the clipping operation and the clip was not returned. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. We could not confirm the event. We assume that the following handlings could have caused this event. -the slider of the handle was not pulled enough. -the slider could not be pulled since the coil sheath was bent at the base of the slider and friction of the slider operation was increased. The device instruction manual warns users that "do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end)."and" when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.